Event description:
A customer reported experiencing footswitch problems and an unk sys message displayed, and locked prior to a cataract procedure. There was no pt involvement. The sys was rebooted and the case was completed. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).